Event description:
Additional information received. Product analysis was preformed and reviewed. Based on the review, no device failure was seen. The generator depleted as expected. No other relevant information has been received to date.

Manufacturer narrative:
H3, device evaluated by manufacturer: code 02, device is currently undergoing product analysis.

Event description:
It was further reported that the patient underwent a battery replacement due to battery depletion - specified battery depletion in less than 2 years. The suspect device has been received and is currently undergoing product analysis.

Event description:
It was reported that an error code was seen, and the patient's vns battery was "failing." The patient has been referred for battery replacement. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
H6, adverse event problem codes, corrected data: initial report inadvertently submitted without type of investigation code.